Manufacturer narrative:
A ge representative evaluated the system and repaired and pushed in pin in a connector. System operates as intended.

Event description:
Customer reported intermittent noisy or no image on left monitor (live image). No pt injury was reported.